Event description:
It was reported that a remote alert was received from this cardiac resynchronization therapy defibrillator (crt-d), indicating that inappropriate anti-tachycardia pacing (atp) and shocks were delivered due to fast atrial fibrillation (af). The physician determined that due to atrial under-sensing, the algorithm resulted in the inappropriate therapy delivery. As the patient's rate was higher than previously, potentially adding rate-control medication was suggested. Additionally, reprogramming options were provided increase, or disable the ventricular tachycardia (vt) zone, if clinically appropriate. At this time, the crt-d remains implanted and in-service. No additional adverse patient effects were reported.